Event description:
According to the complaint form returned with this device, the patient's ventricular lead had over 300 vf charges. The physician elected to replace the paradym device at the same time as the lead.

Manufacturer narrative:
The analysis is pending from the manufacturer.

Manufacturer narrative:
(B)(6) 2013- the analysis is pending from the manufacturer. (B)(6) 2014- please see the attached analysis, (B)(4).

Event description:
According to the complaint form returned with this device, the patient's ventricular lead had over 300 vf charges. The physician elected to replace the paradym device at the same time as the lead.